Manufacturer narrative:
It was reported that there was no harm or injury or a change in a person's clinical condition related to the issue. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the ventilator button was not responding. A calibration of the screen was completed and confirmed to have resolved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported "the nurse found the alarm sound of the ventilator and the ventilator jumped to standby mode, and the screen button did not respond, and immediately informed the doctor to replace another ventilator of the same type, which could be used normally after replacement. There were no adverse effects on patients." It was also indicated for the impact to the patient "insufficient ventilator ventilation". The answers to the ¿allegation of injury/death¿, ¿patient/user harmed,¿ and the ¿potential safety event¿ questions are answered ¿yes.¿ however, it was indicated in the description there were no adverse effects on patients. Further information is needed to clarify this discrepancy. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
E1: reporter phone number - (B)(6).